Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number provided is not a recognized lot number, no device history record (DHR) review could be performed at this time. Concomitant products: unknown mentor. (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with unknown breast prostheses. Capsular contracture was reported. As a result, the patient underwent removal and replacement with unknown silicone breast prostheses.